Manufacturer narrative:
A2: age at time of event: 18 years or older. Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was a complete separation at 22.7cm distal of the strain relief. The balloon was tightly folded. Microscopic inspection revealed tip damage. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The de novo target lesion was located in a coronary artery. A 2.50mm x 12mm maverick balloon catheter was advanced; however, it was noted that the shaft broke. The device was simply removed as a whole and the procedure was completed with a different device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that shaft break occurred. The de novo target lesion was located in a coronary artery. A 2.50mm x 12mm maverick balloon catheter was advanced; however, it was noted that the shaft broke. The device was simply removed as a whole and the procedure was completed with a different device. No patient complications were reported and patient's status was stable.